Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) stated that he disconnected during dwell and didn't press stop on the machine. The hp confirmed he reconnected. The hp further stated the hc advanced into drain and a system error 2240 alarm occurred. The technical service representative (tsr) explained the alarm to the hp and assisted in ending therapy. The hp confirmed to start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp's dialysis facility who confirmed there were no adverse events reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering/quality review was performed for this report of a system error 2240. The report was not confirmed due to a lack of a sample. Based on the information obtained during baxter's investigation, the cause of the system error 2240 was air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated that he disconnected during dwell and didn't press stop on the machine. The hp confirmed that he reconnected. The homechoice apd systems patient at-home guide instructs patients how to emergency disconnect and reconnect for a short time period. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).